Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. The intended procedure was cerebral angiography. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, no previous closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was noted to be partially deployed and partially out of the shaft, with a little bit of the indicator wire still visible. The indicator window was showing black and white at this time, with no red color during retraction. No excess force was needed to fully depress the button. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. The intended procedure was cerebral angiography. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, no previous closure device or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was noted to be partially deployed and partially out of the shaft, with a little bit of the indicator wire still visible. The indicator window was showing black and white at this time, with no red color during retraction. No excess force was needed to fully depress the button. A non-sterile unit of the ¿vascular closure device 5f¿ was received for investigation. Per visual analysis, the following conditions were found: the deployment button was not depressed, and the plug was present in the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and the bleed-back port in the undeployed position. The indicator window was received in the white/black position, and the cowling guard was found unlocked; the device was blood-saturated. Furthermore, an unknown procedural sheath was locked on the device, and blood was noted in it with no damages observed. No other anomalies were observed during the visual analysis. Functional analysis was performed on the device. The cowling guard was locked; and, since the device was saturated with blood, it was cleaned by being washed in an ultrasonic bath for 15 minutes. Then, the indicator wire was pulled to move the indicator window from the white/black state as received into the black/black state. At the black/black stage, the deployment button was pushed down with no friction, and it was completely depressed. The indicator window turned into the black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. Since the functional analysis was successfully performed, it was not necessary to measure the inner diameter of the delivery shaft for dimensional analysis. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected using a vision system for magnification. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as it was received without any button depression and there were no anomalies noted during functional analysis of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the button not depressed. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. It should be noted that since the deployment lever/button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while still holding the exoseal vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point.¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.